Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
B5: the patient underwent a CT-guided ¿bag¿ (not further specified) by interventional radiology of the right paravertebral soft tissue cuff at the t4-t5 level wherein floseal was applied due to localized bleeding. After the puncture, while still in the radiology room, the patient complained of abdominal pain. Immediately when the patient arrived on the post-surgical unit, the patient reported intense generalized pain, oppressive anterior thoracic, dorsal, and abdominal pain, loss of strength and sensitivity in ¿mmii¿ (not further specified), and painful spasms/contractures, especially in ¿mii¿ (not further specified). After initially ruling out an acute cardiovascular complication with urgent laboratory tests, ECG, echocardioscopy and evaluation by cardiology, the patient was diagnosed with dorsal ischemic myelopathy after evaluation by neurology and urgent CT and MRI. A second MRI was performed after 5 days, showing ischemic spinal cord injury in one place at a distance from where the puncture occurred ("left hemimedullary lesion at the level of d3-d4, with a main extension of 23 mm and filiform caudal extension of 16 mm, compatible with acute ischemia"). The patient developed acute urinary retention that requires catheterization and symptoms compatible with paralytic ileus. Seven days later a pet-CT was performed which the hyperuptake of the right paravertebral lesion was no longer appreciated, suggesting an infectious process in resolution/resolved after the 3 months of antibiotic therapy (although alterations persist on MRI). In the following 48 hours after the ¿cnb¿ (not further specified), the patient presented marked abdominal worsening, with diffuse abdominal pain, abdominal distension, absence of intestinal transit, nausea, low-grade fever, marked elevation of reactants in laboratory tests, thrombopenia and coagulopathy. An urgent CT scan was performed with findings of acute pancreatitis (suspected ischemic cause), bilateral renal cortical ischemic lesions and splenic infarction. Given the aforementioned picture of remote ischemic lesions (spinal cord, pancreas, bilateral kidney, spleen) together with thrombopenia and coagulopathy immediately after use of floseal, a disseminated intravascular coagulation type reaction secondary to the floseal hemostatic agent is suspected, which ¿possibly¿ passed into systemic circulation. No further information was available at the time of this report.